Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the keyboard was not responding. The user stated that the issue persisted even after rebooting the system. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, december 21, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. The field service engineer (fse) found that the keyboard had been disconnected. The cables were routed too tightly, causing the connection to detach whenever the screen was moved. The zip ties were replaced to correct the cable tension. The customer tested the keyboard, and it functioned properly. The system functioned as intended after the field service engineer repaired the device.